Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: concomitant medical products: cartridge model 1mtec30, lot number cd12424. Device available for evaluation, returned to manufacturer on: 11/14/2019. Device evaluation: the 1mtec30 cartridge returned inside zcb00 folding carton package. Visual inspection using magnification was performed to the returned sample. Residue of lubricant material was observed on cartridge. No damage was observed to the cartridge tip. However, the lens was also observed stuck in cartridge. The condition in which the sample returned was consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Based on the analysis of the return, a product deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, the lens was not explanted. Phone number: (B)(6). (B)(4). An attempt has been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
The customer reported that intraocular lens (iol), model zcb00 24.5 diopter got stuck in the cartridge. It was not possible to position/place the lens into the eye during the surgery, resulting in about one (1) hour delay in the procedure in which the patient had to wait for the new lens to be received by the surgery center. At the time of this event the patient was on the table under sedation and being monitored by the anesthetist. No additional information was provided.